Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the tube clamp to close but the action to be slow. The tube clamp assembly was disassembled, and excess grease was observed on the knob. The pst removed the excess grease from the surface of the knob, reassembled the tube clamp assembly and it functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump tube clamp would not retract to the open position. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint but could feel a slow response when retracting the tube clamp. The fsr replaced the tube clamp and performed release testing. The unit operated to the manufacturer's specifications.